Manufacturer narrative:
Due to character restriction block e1event site name is hangzhou first people's hospital. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the shock absorber pad (0348-00-0169-01). The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) instrument makes abnormal working sound. There was no patient involved.